Event description:
Duration - several weeks. Vital sign monitoring issues: philips xper flexcardio cath lab monitoring sys implemented on (B)(6) 2012. There have been numerous clinically significant issues related to vital sign accuracy and discrepancy between the monitor display and the documentation and between invasive and non-invasive measurements. Philips installed "patches" to address certain issues on (B)(6) 2012. Issues pending resolution.